Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a ¿no disposable clamp tubing¿ alarm had been triggered. The alarm had been silenced, and the settings had been reviewed. The tubing had been clamped, and the cassette had been removed. The cassette had been tapped on a hard surface and reattached, but the alarm had returned. Troubleshooting steps had been repeated, but the alarm had persisted. There was patient involvement, and no patient harm/adverse event reported.